Manufacturer narrative:
The device was returned to smiths medical. The customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications unable to determine a root cause. The expulsor was trimmed in order to bring the delivery into more nominal of a range. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a failed acc. Test occurred. The event occurred during bench test. There was no patient involvement. No patient injury was reported.